Manufacturer narrative:
(B)(4).

Event description:
The device was explanted due to electrode anomalies and device extrusion. The device was explanted (B)(6) 2011. It is unknown whether there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2011.

Manufacturer narrative:
(B)(4).